Event description:
It was reported the programmer is slow to boot up and the keyboard is loose. Followup information received indicates clinic who uses the programmer reported overall sluggishness with the programmer at boot up, throughout use and in saving to pdf (portable document format). The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the right side of keyboard was starting to come apart, the keyboard was loose because it was not inserted into the hinges, the keyboard slide plate cover was missing, the shielded grill on the fan side of the lower case was damaged, the link electronic module (lem) circuit board had a loose electrocardiogram (ECG) connector. It could not be confirmed that the programmer had a long boot. (B)(4).